Manufacturer narrative:
The patient's sample was received for investigation. The patient's sample was tested on a cobas 8000 e 801 module and the customers tnths results were confirmed. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2020, the customer sent the patient's sample to another laboratory for troponin I testing. The patient's troponin I result from an unknown method was 6514.6 ng/l. The investigation determined the measured troponin t and troponin I values in the complaint sample are considered to be true positive values. The origin of tnt and tni in the sample needs to be answered from a clinical point of view. The presence of an interfering factor was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The patient sample has been requested for further investigation.

Event description:
The initial reporter received questionable elecsys troponin t hs results for one patient. The sample was tested on a cobas 6000 e 601 module with reagent lot 429178. The initial tnths result was 10 ug/l with a data flag and the repeat result was 10 ug/l with a data flag. The initial result was reported outside the laboratory. The result was questioned as it did not fit the clinical picture for this patient. A new sample was collected and tested on a cobas 8000 analyzer with reagent lot 370695. The tnths result was 10 ug/l with a data flag. The customer believes there is an interfering factor. The serial numbers for the e 601 and cobas 8000 were requested but not provided.